Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited ventricular oversensing. The physician performed a lead revision but could not tighten down the set screws and the device was explanted. Another guidant ipm was successfully implanted.